Event description:
It was reported that device seal became compromised. A 12mm x 2.25mm promus premier¿ stent was selected. However, it was noted that the blue closure strip was cracked and the seal was partially torn. There was no damage noted on the product box.

Manufacturer narrative:
(B)(4). Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).